Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/06/2011 and 04/20/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that one year following intraocular lens (iol) implant surgery, he began to have decreased vision and his vision was blurry. The consumer stated his vision was 'great" for the first year following his implant, then his vision gradually decreased and became blurry. His vision would get better after he blinked, but that did not last. He discussed his concerns with his surgeon and was diagnosed with dry eyes. The surgeon treated him with artificial tears and given a prescription for glasses. The consumer reported the artificial tears did not help and he did not fill the prescription for glasses. He has tried using over the counter reading glasses, but they did not help his vision. The consumer has not seen an eye care professional in three years. Additional information has been requested.